Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 20mmol/l, with large ketones, and vomiting, associated with an alleged prime issue. Reportedly, the patient remained on the pump, and was treated in the hospital with insulin and anti-emetic medication. During troubleshooting with customer technical support, it was revealed 60 units of insulin remained in the cartridge. The patient stated they did not prime the tubing. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.